Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a suspected reaction to inhibizone. The patient could not access the pump due to scar tissue in scrotum. Scar tissues was removed and the pump was replaced with a non-inhibizone pump. The patient outcome is unknown.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a suspected reaction to inhibizone. The patient could not access the pump due to scar tissue in scrotum. Scar tissues was removed and the pump was replaced with a non-inhibizone pump. The patient outcome is unknown.